Event description:
Cutting balloon became lodged in left main coronary artery. Physician was unable to remove cutting balloon. Shaft of balloon broke while attempting to remove balloon. Incident occurred during attempted pci of first om. Guiding catheter, bmw.